Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet when away from the pump, after which the sensor automatically reconnected and no further assistance was required. No reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included troubleshooting and user education for cgm-to-pump communication and reconnection steps. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that resolved without device servicing. It was concluded, based on previously established findings for similar reports, that the cause was intermittent loss of wireless connectivity.